Manufacturer narrative:
The manufacturer's device registration system indicates that the pump was replaced on (B)(6) 2016.

Event description:
Information was received from a healthcare provide regarding a patient receiving fentanyl 2000mcg/ml at 1044.3mcg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient came to the office the day of the report due to the pump alarming and an error code on the ptm of 8476. The patient did not recently have an mr and the healthcare provider denied any emi or magnetic interaction. It was reviewed with the healthcare provider to check the pump status with logs. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.